Event description:
It has been reported to philips that the allura system intermittently would not expose. There was no report of harm. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and the procedure was delayed due to the reported issue. There has been no harm or injury due to the reported problem. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to make exposure. Review of the system log file found that there was an inconsistent image store. Fse deleted the image data and recreated the image store. After repair action the system returned to use in a good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.